Event description:
End user is stating that the front right caster is loose, causing the chair to veer to the right.

Manufacturer narrative:
Follow up to be sent if additional information is received.